Manufacturer narrative:
(B)(4)

Event description:
It was reported with the patient had no stimulation sensation. It might have dropped in the commode but worked since then. This happened the first day home. The patient was not getting light on programmer. Neurostimulator trial assessment started thursday. The patient was not feeling stimulation and no light on. Yesterday they talked to someone and they told them to turn down. It stopped yesterday. They put new battery in but the patient stopped feeling stimulation yesterday. Had to use catheters again starting yesterday. They tried multiple batteries and no light at all.

Event description:
Additional information received from the consumer reported they had no information if the patient went through the trial for retention issues-it was unclear if the consumer understood what that meant. The consumer did report the patient went on to implant and the device was helpful. It was noted the patient died on (B)(6) due to several healthcare issues-she believed the main issue was emphysema.

Manufacturer narrative:
Additional review determined that no longer applies to this event.